Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va04m45, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient may have to have their lead replaced, and wanted to know how long the recovery was, and wondered when they would return to work. Patient reported that the reason for the lead revision was that it was just not working and the nurse practitioner (np) seemed to think there were abnormalities to the lead that they did not like. Patient also mentioned botox injections. Patient stated that they have had the leads replaced before, maybe two other times. Patient mentioned that they had a battery replacement and put lead on the other side. Patient said when they did that it really did not work as well because they were going to the bathroom just as much. Patient stated then the lead was put back to the original side. Patient stated that the pocket they placed the battery had grown and stretched and the battery was moving around. Patient said they had spoken with the np to discover abnormalities to the lead, and discussed pocket site as well but felt patient needed to talk to the doctor. Patient was redirected to the he alth care provider (hcp) to discuss healing time/returning to work after surgery as well the ins moving in the pocket. Patient also stated that they had lost their programmer (pp), and was to have a replacement pp sent out to them. No further patient complications were reported as a result of this event.